Event description:
Fast flow. Calculated by weighing pump at certain increments during infusion. Determined to be flowing over the expected flow rate at these times. No adverse event reported. Date of event: (B)(6) 2010.

Manufacturer narrative:
The sample was not available for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. A review of the lot history found no other complaints for the reported lot. No determination can be made for the condition reported at this time. If additional info or the sample becomes available in the future, we will reopen this complaint.